Event description:
It was reported there was a question why the device withheld therapy when a ventricular tachycardia episode occurred due to an episode of supraventricular tachycardia while patient was in atrial fibrillation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review of the manufacturer's database indicated the patient is deceased. Attempts to obtain the cause of death were unsuccessful. However, information obtained indicated the patient was discharged from the hospital approximately two weeks prior to the date of death. The patient had been admitted for chest discomfort, shortness of breath and feeling as if therapy was received from device. Device interrogation noted no episodes requiring therapy, seven episodes of nonsustained ventricular tachycardia and device was nearing end of life. The patient was treated for heart failure, digoxin toxicity and signed out against medical advice. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku.